Event description:
It was reported that when the programmer is set to ddi or vvi, the "arrhythmias interventions" option is not shown on the programmer screen, therefore the ventricular sense response and maximum rate are not able to be programmed. There is no indication that this device has been used with a patient.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.